Event description:
A report was received that the patient¿s devices were explanted due to suspected malfunction.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70, serial / lot #: (B)(4), description: linear st lead, 70cm. Model #: sc-1132, serial / lot #: (B)(4), description: precision spectra implantable pulse generator. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Additional information was received that the physician did not suspect malfunction.

Event description:
A report was received that the patient¿s devices were explanted due to suspected malfunction.